Event description:
It was reported that the patient had several aborted therapies due to possible output circuit damage. The hvli trend showed a steady decrease in impedance. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.